Event description:
I have been experiencing persistent abdominal pain, lower back pain and heavy menstruation. I had a uterine biopsy done and an ultrasound which showed one of my essure device's embedded into my endometrium.